Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had received a refurbished patient programmer as a replacement and they felt that they should have a received a brand new one since their system is fairly new. A replacement programmer was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they first started to experience the pain, backache, and difficulty walking in (B)(6) 2001 or 2002 when hit by a car in an accident. The patient sees their doctor once a month for their script. The steps taken to resolve the pain, backache, and difficulty walking was getting the implant to reduce the pain. The pain, backache, and difficulty walking was not resolved; it will never be.

Event description:
The patient reported they had experienced backaches and that they were ¿in a lot of pain.¿ it was further reported the patient could ¿hardly walk.¿ it was unknown whether any troubleshooting was performed or whether any actions were taken. The patient¿s outcome was ¿unknown¿ at the time of report. No further complications were reported or anticipated. Additional information received from the patient reported that they were unable to adjust the settings on the ins because there patient programmer was missing. Additional information received from the patient reported that their programmer screen was totally blank. They were able to turn their stimulation off with the programmer even though the screen was unresponsive. After they turned their stimulation off, they felt no tingling. They also described that the night previous they had felt stimulation going up to the bottom of their butt, which they never had before. The patient said they had been at the hospital for an unrelated eye issue for some tests and has a procedure done where needles are put in their eyes. They clarified that they don¿t think the issues are related to anything but the fact that they are unable to use their programmer to make adjustments. During the call the patient used their recharger to turn their stimulation back on. They saw the stimulation on icon, but were not feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.